Event description:
It was reported that the pt was having clear fluid drainage from the lumbar incision site. There was dehiscence at the lumbar wound catheter site. There were no signs of infection; the fluid was suggestive of an intrathecal fluid leak. The pt was taken to surgery where the proximal end of the catheter was spliced. The distal end of the catheter was replaced and connected to the old catheter using a catheter connection device. The pump contained morphine sulfate 2.5 mg/ml at a daily dose of 1.2 mg in simple continuous mode. The pt recovered without sequelae.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Results: used for the catheter.